Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the pulsox is not reading at all. It was verified by the customer that the device would read the pulse oximeter intermittently. The customer was able to determine that the pulse oximeter interconnect cable is defective. The cable was replaced and the issue was resolved. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. Visual inspection showed no physical damage. The cable failed continuity testing due to an open on the white conductor along the length of the cable. This is a hard failure, no intermittent failure was detected. Corrected data: changed from masimo cable to lncs patient cable.